Event description:
It was reported that during a routine battery change-out, externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No electrical anomalies were detected. The lead remains implanted. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.